Manufacturer narrative:
A general reagent issue is not suspected due to calibration and qc results. The pre-analytical data provided by the customer do not suggest any issues. No issues were identified during a review of the customer's alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous result for 1 patient tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 81.84 pg/ml with a data flag. This result was reported outside of the laboratory where the physician requested a new sample. A second sample was obtained and the result was 3.90 pg/ml. The customer repeated the original sample and the result was 4 pg/ml. The results of 3.90 pg/ml and 4 pg/ml were believed to be correct. There was no allegation that an adverse event occurred. The troponin ths stat reagent lot number was 267654. The expiration date was not provided. Qc results were within the acceptable range.